Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The ec60a device was received for analysis with no visual non-conformances, with two cartridge reloads present with the anvil closed and with the indicator in the lock position. It should be noted that in order to open a device with the indicator in the locked position, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The cartridge reloads were received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The device was tested for functionality in the articulated position using the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, the surgeon fired the instrument, but the blade was not activated. The staples came out, but did not cut. The stapler was unable to be opened. After replacing to a new one, the bowel resection procedure was performed smoothly. There were no adverse consequences for the patient. The device will be returned.